Event description:
Patient refused to wear sequential compression device (scd) leg sleeves due to them being scratchy, hot/sweaty and uncomfortable. Nurse removed the scd leg sleeves and educated patient to ambulate with staff throughout the day for blood clot prevention.